Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer stated that the sleeve that the wheel slides into on the camber tube came out and will not stay in the tube.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the camber insert has come loose from camber tube, which confirmed the original complaint issue. However, the underlying cause could not be determined.

Event description:
The dealer stated that the sleeve that the wheel slides into on the camber tube came out and will not stay in the tube.